Event description:
During the procedure, the sideport of the sheath detached when the patient pulled on it during delirium.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported sideport detachment remains unknown.